Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, when the surgeon tried to set the end cap with using screw driver, the tip of it was broken and remained in the end cap. The surgeon decided not to remove from the patient.